Event description:
Additional information: the catheter broke off inside the patient¿s back. They had to leave that one in there; they couldn¿t get it back out.

Event description:
A catheter fracture was reported. It was stated that the catheter broke two months after implant. It was further added that the physician tried to put another catheter in but was not able to put it in the desired location after 7 attempts. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer: model: 8835, serial# (B)(4); catheter model: 8709sc, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6). (B)(4).